Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of bowel dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was having pain at the bottom of the stimulator starting in (B)(6) 2017. The patient went to see their doctor and were told that the ins was starting to come through the pocket. The patient was going to have an ultrasound a week after the report. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the stimulator was moved to the other side of the back/buttocks. The ultrasound taken in (B)(6) 2017 found some fluid. No further complications are anticipated.